Event description:
It was reported that this patient was having dizzy spells and possible pacing inhibition. Technical services (ts) discussed programming options. It was noted that there was no right ventricular lead implanted. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient was having dizzy spells and possible pacing inhibition. Technical services (ts) discussed programming options. It was noted that there was no right ventricular lead implanted. No adverse patient effects were reported. The device remains implanted. Additional information noted that the patient was evaluated in clinic and intermittent loss of capture was seen on the competitor left ventricular (lv) lead. The lv output was increased resulting in consistent capture and the patient was booked for a follow up. The patient remains on remote monitoring. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that this patient was having dizzy spells and possible pacing inhibition. Technical services (ts) discussed programming options. It was noted that there was no right ventricular lead implanted. No adverse patient effects were reported. The device remains implanted. Additional information noted that the patient was evaluated in clinic and intermittent loss of capture was seen on the competitor left ventricular (lv) lead. The lv output was increased resulting in consistent capture and the patient was booked for a follow up. The patient remains on remote monitoring. No adverse patient effects were reported.